Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was a collimator iris pot error during a procedure with patient involvement; therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.